Manufacturer narrative:
(B)(4). The lot was manufactured between march 3, 2014 to march 4, 2014. Evaluation summary: baxter received the sample for evaluation. Visual inspection was performed and noted that the tubing had detached from the set-cap. A portion of the detached tubing still remained inside of the set-cap. The cause could not be determined. A CAPA has been initiated to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a half day infusor was detached from the infusor. This was noticed during inspection, after the device was filled with desferrioxamine (baxter-compounded solution), and before patient use. There was no patient involvement. No additional information is available.